Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. No further information is available. What is the lot number? No further information is available. How was the case completed? No further information is available. Was another reservoir used to correct the situation? No further information is available. No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After emptying exudate in the ward, then when trying to re-apply negative pressure, the reservoir just swelled, and no negative pressure was applied. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.